Event description:
The manufacturer became aware of an allegation from a user who reportedly went into arrhythmia for about two hours after wearing the dreamwear full face mask with magnetic connections. User reported he did not get any medical intervention and he felt fine after a few hours. User reports he now uses an amara view mask without issues. User also states he does not want to send in his old mask. No product was returned for investigation. The dreamwear instructions for use includes the following warnings: the headgear clips contain magnets. Contact your healthcare professional before you use this mask. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.